Event description:
A clinic nurse reports that during the I/a phase, surgeon complained that the aspiration wasn't functional. He had to postpone the lens implantation for two days. The initial procedure was extended one hour. Problem resolved with another cassette. During the intervention, they contacted our technician for troubleshooting by phone. After the parameters were checked out, technician drew the conclusion that the incident was related to the cassette. Additional information received from the surgeon on 08-jan-2007 stated there was no patient impact. The incident began when aspirating the quadrants. When the surgeon realized he had already lost one hour trying to manage the incident and figure out the cause of the problem, he decided to aspirate a few fragments of nucleus with the aid of a syringe, and then close the eye. When he sutured the eye, there were three quadrants left. Hospitalization was prolonged by 24 hours as a result. The second intervention, where he eventually implanted the lens, was uneventful.

Manufacturer narrative:
Product has not been received for investigation, including root cause analysis to date.